Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) sensor lost communication with the ilet, leading the pump to prompt for cgm connection or manual blood glucose entry; the user attempted to re-pair and the ilet displayed a pairing message, and the user was instructed to wait for pairing to complete. No reported adverse clinical effects. Outcomes included temporary interruption of automated glucose dosing and user burden to enter blood glucose manually. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed a cgm-to-pump bluetooth communication disruption with subsequent re-pairing attempt. It was concluded that the event involved transient signal loss between the cgm and the ilet without injury.